Manufacturer narrative:
A replacement battery was sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number (B)(4) evaluation was confirmed (reference: MDR number 3006260740- 2019-03343).

Event description:
Per biomed - the scanner shows 70% battery it ran for 20 minutes before an abrupt shut off.